Manufacturer narrative:
Intuitive surgical, inc. (Isi) contacted the initial reporter and obtained the following information: there was no adverse effect to the grasped tissue, no unexpected tissue removal, and there was no bleeding.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the vessel sealer extend instrument; however, intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the reported failure mode has not yet been determined.

Event description:
It was reported that during a da vinci-assisted radical cystectomy with ileal conduit surgical procedure, after a seal and cut, the jaws of the vessel sealer extend (vse) instrument would not open. It was sealed again, and then the jaws of the vse did open. The vse instrument was removed and inspected. Subsequently, the jaws of the vse instrument would not close properly. No fragment fell into the patient. No recording of the procedure was made. The user completed the procedure, and no known impact or patient consequence was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The vessel sealer extend (vse) instrument was analyzed and found to have the grip cable loose from its original position at the proximal end. As a result of the loose grip cable, the instrument failed initialization test and jaws not to open and close properly. The vse instrument was found to have failed during initialization based on both the log review and during in-house testing. The instrument was placed on an in-house system and passed engagement but failed initialization test on 3 out of 3 attempts. Review of the instrument logs verified three homing failure with error code "22026" and description "vessel sealer extended failed during homing on the universal surgical manipulator#3". The system logs displayed three homing errors. The loose grip cable at the proximal likely caused the grips to not close, leading to the instrument failing self-test/homing (initialization) and an exposed blade in most cases. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause is attributed to component susceptibility to damage through external collisions or during use. A loose grip cable can prevent the grips from fully closing, leading to the instrument failing self-test/homing (initialization) or causing low torque errors.

Event description:
Refer to h11 for follow-up information.